Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that recharging takes hours and it wasn't lasting as long as it used to. The patient had to recharge sooner than they used to.